Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic with noise problem on a lead pace/sensed vector. The lead function was otherwise good and normal. Programming changes and attempt to reproduce the noise in clinic was discussed. No patient symptoms were reported.